Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an image was not temporarily displayed because communication failure occurred due to faulty cable. The cause of the faulty cable occurred due to a kink on the cable. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair evaluation confirmed the customer reported issue, the image flickers due to a damaged video connector plug unit. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus was informed that the customer high-definition autoclavable camera head was returned to the olympus repair center for a reported ¿not working well¿ during reprocessing. However, during the repair evaluation the olympus repair technician became aware that the image flickers due to a damaged video connector plug unit. This report is being submitted to capture the flickering image defect. No death, injury or harm was reported.